Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump sometimes shoots out insulin. Customer's blood glucose value was unknown at the time of the incident. Customer stated insulin pump rejects new batteries sometime also display had rainbow effect. The device will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test and self test. No anomaly noted during testing.